Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ es server, the patients and orders were not crossing. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server, the patients and orders were not crossing. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the patients and orders were not crossing. A technical support specialist dialed into the server and reviewed the patient example in the gui, confirming that the patient status appeared as "discharged." The tss checked the "server/site down" query and found that messages were processing, but with a delay of approximately one hour. The server was set to central standard time, and it was suggested that the server might need to be reconfigured to eastern standard time. Verified with the customer that patients and orders were displaying correctly. Customer granted permission to proceed with case closure. The system functioned as intended after the technical support specialist troubleshot the device.